Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Current measurements are within normal limits and no adverse patient effects were reported. No intervention is planned and the patient will be monitored.